Event description:
The customer discovered during testing that the audible alarm volume was too low. The svc technican verified the low alarm volume and adjusted the alarm control circuit. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.